Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the command processor was not functioning as designed. To restore functionality, the command processor and detector panel were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector panel and command processor has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while in a spinal fusion, the pendant displayed that it was initializing and would not progress past the prompt. It was noted that the imaging system was restarted once, the viewing station of the imaging system restarted twice without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The detector panel and command processor were returned to the manufacturer for analysis. Analysis confirmed the reported issue due to an electrical failure. If information is provided in the future, a supplemental report will be issued.